Event description:
It was reported that the pump emitted multiple no prime warnings. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged. Contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime successfully and was exercised for 24 hours with no loss of cartridge detection. Unrelated to the event the display was found to be dim.